Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 10:46 p.m. On (B)(6) 2019, the patrol nurse performed intravenous indwelling needle puncturing for the patient, but it found that the indwelling needle was leakage and could not be used. Replacement with a new one and did not cause adverse consequences to the patient."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "at 10:46 p.m. On (B)(6) 2019, the patrol nurse performed intravenous indwelling needle puncturing for the patient, but it found that the indwelling needle was leakage and could not be used. Replacement with a new one and did not cause adverse consequences to the patient."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8141361. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.